Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin being stuck within the system controller¿s white connector, preventing the controller from communicating with the system monitor / heartmate touch as intended, was confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6)) was observed to have a pin in its white power cable connector upon arrival. The pin was stuck in position 5 which is responsible for the controller¿s ability to connect and communicate with the system monitor / heartmate touch. The pin was removed from the controller; then, the controller was functionally tested and performed as intended throughout all testing. A log file was extracted from the controller during testing, and no atypical events were observed; the pump operated as intended throughout the data. Available information for this event indicates that the pin came from the customer¿s 14-volt patient cable (evaluated separately), and that the controller and patient cable were both exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system controller exchange was performed on (B)(6) 2025 due to that a pin broke off from the hospital owned patient cable and became stuck in the patient¿s white controller power cable. This was discovered when the patient was being switched from battery back to wall power and the heartmate touch could not be paired despite multiple patient cables / power modules / heartmate touch systems being utilized. It was noted from this that the damaged pin was associated with the orange data wire that exists only within the white cable. Images of both the patient system controller and the power module patient cable showing the damage were provided. There was no patient impact.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.